Event description:
The patient reported the device battery is "already getting low" and is being replaced. The device was explanted and replaced, with a question of why it 'did not last longer'. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: the device did not meet expected longevity. A high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.